Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead endured a clavicular crush. The rv lead was presented with high thresholds, low rv impedance and noise noted on the electrocardiograms. Upon fluoroscopy, insulation damage was noted along with the clavicular crush. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.